Event description:
The patient underwent generator replacement surgery. The first replacement generator was interrogated in-package and no issues were noted. The generator was implanted, diagnostics were noted to be normal, and autostim was set according to preoperative testing data. Prior to closing the patient, all settings were verified to be as programmed. Then, the patient was closed, and diagnostics were re-performed, and near end of service (neos) battery status was seen. Repeat diagnostics again showed neos. The output settings were then set to 0 ma and diagnostics were repeated and neos was still seen. The patient was then reopened and the generator was replaced again with a new replacement generator. Battery status was then ok and the surgery was completed. The suspect generator has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
The explanted generator underwent product analysis. Product analysis (pa) verified that the generator battery was below the end of service (eos) battery threshold. The generator was not pulse disabled due to the fact that there were not three consecutive readings where the battery was below the eos battery threshold, indicating that the battery was only briefly below the eos threshold. At the completion of the final electrical test, the generator diagnostics were within expected limits. The battery measured 3.068 v, indicating an intensified follow up indicator (ifi) = no condition. Therefore, the generator performed according to functional specifications. The decoder review showed that the minimum recorded battery voltage was below the eos threshold. During the visual assessment, no burn marks were identified on the generator can, but the sudden drop in voltage identified in the decoder indicates that the generator may have been exposed to an electrosurgery tool during the attempted implant. The data, in conjunction with the product analysis results, indicate that an asic latch-up condition occurred due to exposure of the generator to an electrosurgery tool. No additional relevant information has been received to date.